Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: xom unk nimintrfc (unknown patient interface), serial/lot #: unknown ubd: unknown, UDI#: unknown. : medical safety review states that the event and its severity are known and labeled per IFU m988679a001 a, which states the following: the nim does not prevent the surgical severing of nerves. If monitoring is compromised, the surgical practitioner must rely on alternate methods, or surgical skills, experience, and anatomical knowledge to prevent damage to nerves. False negative responses (failure to locate nerve) may result from: a. Shorted emg electrode or cabling (conductive parts of applied needle electrodes or cables contacting each other). B. Patient interface fuse blown and not detected (32 ma, 250 v. Xomed part no.: 8253075). C. Patient interface defective. D. Inadequate stimulus current. E. Inadequate current for stimulation of nerve through hardware, such as stimulus dissection instruments, may vary based on the physical size, shape characteristics, and design of the hardware and proximity to the nerve. F. Simultaneous stimulation of the nerve and the surrounding tissue, resulting in current shunting (inadequate delivery of stimulus current to target nerve tissue). G. Flatline on the emg channel caused by shorted internal amplifier (characterized by baseline activity of <(><<)> 3 ¿v peak-to-peak). H. Emg electrodes not positioned properly in the target muscles. If additional information is obtained, medical safety review will be reassessed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that sales rep called to inform technical service that the site reported that during a case system would not pick up nerve response when stimulating. The system was only making the "tweedled" noise when stimulating. The nerve was unintentionally resected. Patient was affected and there was no death or serious injury. Procedure performed was substernal thyroidectomy. Surgery was not aborted and there was no surgical delay.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received, the stimulus was set to 1.0, threshold was set to 100 and there was lack of sounds. General anesthesia was being used and no other relaxant. The procedure was completed without using nim.